Manufacturer narrative:
Dealer stated that the users tdxsi-hd-s power chair was hit from the side by a car, driving the motor into the battery box. Damage to both motors and the shaft. The swing away joystick mount and the right side footrest was also damaged. Enduser sustained undetermined injuries to his right arm and leg. Medical attention was obtained at the emergency room and he was kept there for the night. Dealer did not know what exactly was wrong with end user's arm and leg. There was no malfunction of the power chair.

Event description:
Dealer stated that the users tdxsi-hd-s power chair was hit by a car on a wet road.